Manufacturer narrative:
As the device was received in a condition was contradictory to the complaint description. As received, found that implant coil detached from the pushwire and missing. This condition was not reported initially. The concerto coil pushwire was found to bent and broken at load indicator. The coin was found no to be located against the lumen stop, and the shield coil was found to be present. No other anomalies were observed. Based on the device returned analysis and reported information we were unable to determined the cause of implant coil detach from the pushwire. Without returned implant coil any contributing factors for detachment could not be assessed and cause could not be determined. It is likely that the damage to the concerto implant coil pushwire occurred during the attempt to push the coil through the micro catheter against the reported resistance. It is likely that the coil detachment occurred during the attempt to push/pull the coil through the micro catheter against the reported resistance. *note: the concerto coil instructions for use (IFU) issues the following warning: "if the coil does not move with a one-to-one motion, or repositioning is difficult, the coil has been stretched and could possibly break. Gently remove and discard both the catheter and coil". If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that this coil did not deploy during treatment. There wasn't much information given about the issues. There were not any patient symptoms or complications associated with this event. The vessel was moderately tortuous. No patient injury was reported. The device was prepped per the IFU. Evaluation of the returned device found that the implant coil was detached and missing from the pushwire.